Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual, functional testing, and the skin surface temperature test. The sensor was determined to be functioning as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
Customer reported "we received a report today from a referral source nurse that a child was burned. The nurse feels that this is due to the masimo sensor cord." The nurse stated no additional tape was used to keep the sensor in place; however, there was tape residue on the cord of the sensor. Nurse stated she applied "grease". No bandages were applied, only patient's sock. Nurse stated that the sensor was changed weekly, but checked multiple times, daily. It is unknown what medication(s) the patient was under at the time of the event. It is unknown if the affected area has been resolved.

Manufacturer narrative:
Lot # was "k6j33" should be "k16j33."